Event description:
The facility's biomedical engineering department reported an infusion pump with an 812:02 failure code. The hosp rep stated the device was not involved in a pt incident since the last baxter service event.